Manufacturer narrative:
Upon receipt of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measurement of the temperature of the operating device [c150520-24-01]. These activities are described in more detail below. Methodology used : a) nakanishi examined the device history record for the subject ti-max z95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. B) nakanishi conducted a temperature testing of the returned device in the following manner. B.1) temperature sensors were first attached to the exterior of the device at various test points (e.g., most proximal to the patient and along points further toward the distal end of the device). The test setup was prepared to take temperature measurements at all points simultaneously. B.2) nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points (a), (b), (c) and (d). Nakanishi rotated the handpiece at 40,000 rpm, which is maximum rpm for the motor that drives the handpiece (200,000 prm for the handpiece), with water spray and measured the exothermic situation. B.3) nakanishi measured the temperature rise of the returned handpiece set at 200,000 rpm (motor revolution 40,000rpm). Nakanishi observed the abnormal temperature rise at the test points (a) and (b) (i.e., the most and the second proximal to the patient) as follows after the beginning of the measurement ; (a) 74.2 degrees c, (b) 97.4 degrees c. The rise was so sudden that the temperatures, 74.2 degrees c and 97.4 degrees c were confirmed only 30 seconds into the planned 5 minutes evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed damage on the ball bearing retainer on the rear side of the cartridge. All the other inner parts were in good conditions, which indicates sufficient maintenance being provided. Conclusions reached based on the investigation and analysis results: nakanishi identified the cause of overheating of the returned device was due to damage on the ball bearing retainer. Nakanishi concluded that due to centrifugal force during rotation, the damaged bearing retainer had come into contact with the bearing outer race, which had generated friction heat. Nakanishi did not clearly identify the cause of damage on the bearing retainer, however, nakanishi considers debris ingress into the bearing as a possible cause of the damage. In order to prevent a recurrence of the handpiece overheating, nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of prior-to-use checkups as the operation manual of the device directs.

Event description:
On (B)(6) 2015, when (B)(6) visited the dental office to obtain further info on the event reported as MDR 9611253-2015-00094, (B)(6) found that the dentist had previously burned another pt with another z95l (different serial no.). The details are as follows: the pt is male in his sixties; the pt was undergoing a procedure to cut upper right teeth; during the treatment, the pt suffered a burn of 5mm in diameter on the corner of his mouth; the dentist prescribed iodine glycerin to the pt.